Event description:
It was reported that the patient¿s right arm was achy, and she could hardly move it. It seemed like the battery had moved since implant and it was reportedly up on her shoulder blade almost on her arm. It was sore and tender at the implantable neurostimulator (ins) site. The therapy itself was reportedly working well. Of note, the patient has a history of arthritis of the shoulder and had cortisone injections to help it. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0958b, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va0958b, implanted: (B)(6) 2013, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).